Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned screw was examined and the complaint condition as unable to be confirmed or replicated as the screw was returned intact with the polyaxial reduction head assembled on the screw body. The polyaxial head was able to articulate fully and showed no signs of damage. The screw's drive recess was found to be stripped; however, this is not related to the reported complaint condition of polyaxial head disengagement. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. The matrix reduction screw (04.634.640s) is noted in both the matrix spine system ¿ degenerative technique guide and deformity systems. The reduction polyaxial heads allow for 15mm of rod reduction and are available freestanding or preassembled with screws. Relevant drawings for the returned device was reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned implant¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No root cause was determined as the complaint condition was unable to be confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was an initial surgery. No fragments were generated when the device broke. None of the broken device remained in the patient. No reoperation was needed.

Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: mnh, mni, kwq, kwp. UDI: (B)(4). Implant and explant dates: device broke during insertion; device not considered implanted/explanted. Initial reporter phone number: (B)(6). Device history record (DHR) review for part: 04.634.640s lot: 9965439: manufacturing location: (B)(4) / us, manufacturing date: 30th may 2016, expiry date: 1st may 2026. Article was sterilized by supplier (B)(4). Article 04.634.640 was manufactured in the us with lot number 9884415. Manufacturing location: (B)(4) USA, manufacture date: aug-18-2015. No non-conformance reports (ncrs) were generated during production. Device history record (DHR) review found no relevant issues that would result in this product complaint. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon was reinserting a reduction screw to lumbar vertebra (l5) on the left, the head of the reduction screw came off during surgery. No delay in surgery and no patient harm occurred. This is report 1 of 1 for (B)(4).